Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3148 with lot cvccpz, conformed to the specifications when released to stock in 31st october 2014. The review of the sterilization certificate conformed to the specification when released on the 30th october 2014. No root cause could be determined since no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
This is retrospective study for bactiseal catheter safety assessment. The patient number is (B)(6). The medical history record was reviewed and it was found that the patient accepted v-p shunt on (B)(6) 2015. No anomaly occurred during procedure. After procedure the patient had blood leakage and fever. On (B)(6) 2015 it was reported the patient had csf leakage and infected. The catheter was removed and external drainage was operated on that day. Anti-infection treatment was performed and the symptom didn't change better. On (B)(6) 2015 the patient family was discharged due to expensive expense. The surgeon's opinion is that maybe it is related with product.